Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" (specific value was not provided) due to allowing the pump battery to completely deplete and therefore resulting in the pump shutting off. The customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.